Event description:
It was reported that at implant the lead helix would not extend and the impedance was greater than 4000 ohms. The lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor distorted. The helix was distorted/bent, blood on helix/lobe mechanism. The lead was received with the helix fully retracted and the distal conductor distorted within the connector. The distal conductor has been over-retracted and fractured in the connector. The full lead was returned and analyzed.